Event description:
It was reported that upon interrogation of the pulse generator, a diagnostics anomaly was noted. After the device diagnostics were cleared, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.